Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. The medical record alleges that the patient had a history of methicillin-sensitive staphylococcus. Aureus bacteremia for the port and had it removed and replaced. Three years ago, due to poor IV access site the patient had the 9.6 fr port-a-cath placement via left internal jugular vein. Therefore, it can be confirmed that the patient experienced bacteremia. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient was allegedly diagnosed with methicillin sensitive staphylococcus aureus bacteremia as a result of the defective port. Reportedly, the port was removed and replaced. The current status of the patient is unknown.